Event description:
The thrombectomy device was operational for approximately two minutes in a synthetic dialysis graft. When the user attempted to remove the device, the catheter became separated from the distal impeller housing. Graft replacement surgery was performed to retrieve the device and resolve the situation. The patient experienced no further adverse sequlae.